Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged a few years after being implanted. Additional information from the field representative stated that dislodgement was verified through diagnostic examination at the general changed out and it was found out that this lead could not be easily removed. Lv lead was surgically abandoned and replaced with another lead. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.